Event description:
It was reported that during a heller myotomy procedure, the device switch min button when held down gave intermittent activation. The device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.